Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 700cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including tightness, stretch marks on breast, pain, pulling sensation on skin, unspecified illness, muscle stiffness, brain fog, and sagging breast. In addition, the patient experienced bilateral capsular contracture (unknown grade). No device issue was reported. The patient had a consultation with a healthcare professional. However, the root cause of the patient¿s symptoms was unclear. As a result, the patient is scheduled to undergo bilateral removal without replacement on (B)(6) 2022. The event date was estimated as (B)(6) 2021 based on available information. This report is for the left-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, capsular contracture. Explantation date: (B)(6) 2022. (B)(4). Manufacturer¿s reference number: (B)(4).